Manufacturer narrative:
Batch records reviewed: final product manufacture and qc record for cov1120205. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov1120205 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluaion" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). Invalid result. The customer stated that their cassette did not produce a result. The customer appears to have performed the test correctly. The customer confirmed that they had disposed of the cassette before contacting acon labs tech support.

Manufacturer narrative:
Pending investigation from acon bio. Investigation will be conducted, and an investigation summary will be provided in a follow up MDR.

Event description:
Invalid result (s). The customer stated that their cassette did not produce a result. The customer appears to have performed the test correctly. The customer confirmed that they had disposed of the cassette before contacting acon labs tech support.